Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection of this device confirms that the impactor body has fractured from the modular connector. The modular connector was not returned. This failure mode has been previously identified. A design change has been implemented to reduce/eliminate this failure mode from recurrence. This device was manufactured prior to these corrective actions. A medical investigation was conducted and confirms s+n has not received adequate information/documentation to fully evaluate the root cause of the reported event. The patient impact beyond the reported instrument breakage and possible retained foreign body of a non-implantable device could not be determined; although, corrosion/local irritation and possible migration of a potentially retained foreign body could not be ruled out. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, corrective and preventive action is indicated to mitigate future recurrence of similar events. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during arthroscopy (acl or other) the orthomatch mod ps fem implant impactor cracked during impaction. This happened inside the patient. No delay. No back up reported at this time. Any other issue that could affect the patient{s condition was not reported by this event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, s+n has not received adequate information/documentation to fully evaluate the root cause of the reported event. The patient impact beyond the reported instrument breakage and possible retained foreign body of a non-implantable device could not be determined; although, corrosion/local irritation and possible migration of a potentially retained foreign body could not be ruled out. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.